Event description:
A report was received that the patient is experiencing redness and discomfort. The physician will be explanting the patient due to infection.

Event description:
A report was received that the patient is experiencing redness and discomfort. The physician will be explanting the patient due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm. Additional information was received that the patient underwent an explant procedure and is reportedly doing well. The patient was administered IV antibiotics. The physician does not feel that the infection was device or procedure related. The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg and paddle found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.